Manufacturer narrative:
G4:07jun2021 b4:29jun2021 the ventilator was placed in the hospital's medical engineer's room, where philip's sales representative checked the ventilator. The sales rep was unable to duplicate the issue; however, the event log confirmed the presence of the error. The ventilator was checked again in the sales office, and once again, the issue was not duplicated. The reported phenomenon, in which pip was displayed high, was not duplicated. The device was checked, and no anomaly was found.the field service engineer replaced the blower as a precaution against recurrence. The issue is resolved. The blower was received for failure investigation. The blower went through visual inspection and testing. The customer complaint was verified. The returned blower failed the electrical temperature sensor test, which explains the high-temperature complaint. The root cause is the failure of the blower assembly.

Event description:
The hospital medical engineer (me) reported that the check vent: blower temperature high alarm occurred while in use on a patient, and it was not improved, then the pip was displayed as 24 against the setting of ipap 14. The ventilator was on a patient at the time of the issue, and the patient was swapped to a different v60 ventilator. No additional medical intervention or harm was reported. The ventilator was placed in the me's room, where philip's sales representative checked the ventilator. The sales rep was unable to duplicate the issue; however, the event log confirmed the error. The ventilator was checked again in the sales office, and once again, the issue was not duplicated.